Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 428 mg/dl and correction boluses were delivered. Customer alleged pump was not delivering insulin. Pump system check with tandem technical support found no insulin exiting from multiple cartridges. Customer reverted to using manual injections for insulin therapy.